Event description:
While using multiple auto sutures, loose staples were found in the wound. Prolonged the procedure, because it was necessary to retrieve the loose staples, attributing the outcome to serious injury. Intervention was necessary to prevent permanent impairment or damage. Device usage problem: device malfunction - that is, the device did not what it was supposed to do.